Event description:
It was reported the device shock energy was lower than the original setting. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The cause of the reported problem was a component failure. The fse replaced the device therapy capacitor and the device was successfully returned to service.